Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead was capped on (B)(6) 2019 due to low impedance issues (less than 200 ohms) and high pacing thresholds. Should additional information become available, this file will be updated.